Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds that had become high. The implantable pulse generator (ipg) was also noted to have premature battery depletion. The lead was capped and replaced. The device was explanted and replaced. During the replacement procedure the new lead exhibited placement difficulty and the stylet would not advance in the lead. The lead was not used, and anther lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylet was returned, therefore condition and brand are unknown. Used a fresh mdt stylet for stylet test and test passed without issue. Tissue visible inside returned helix. If information is provided in the future, a supplemental report will be issued.